Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site, the pod's cannula was found bent.

Manufacturer narrative:
The device was received deployed. The exposed portion of the soft cannula was observed to be stretched. Testing the fluid path found that the cannula length was out of specifications. Despite the cannula being stretched, fluid was able to exit the entire fluid path as intended. No leaks were observed in the fluid path. The exact timing and cause if this damage could not be determined. The download data showed not timeouts or drive stalls during the run that would indicate a failure to deliver insulin. No other damages or definceces were observed during the investigation.